Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the severely tortuous and calcified left anterior descending artery. The physician advanced a 8mmx3.50mm nc quantum apex balloon to dilate the lesion. The nc quantum apex balloon was inflated to an unknown atms and ruptured after an unknown number of inflations. The physician removed the nc quantum apex balloon intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.